Event description:
It was reported that during insertion of the intraocular lens into the patient's eye, the lens got stuck in the incision. The incision was enlarged to remove the lens and another lens of the same model was implanted. No sutures were required. Additional information has been requested. Please reference MDR # 1119279-2013-00230 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.